Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 36-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". In january 2006, the patient had essure (ess205) inserted. In january 2006, the patient experienced anxiety ("psychological or psychiatric problems: mental anguish") and depression ("psychological or psychiatric problems: depression"). On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), menorrhagia (seriousness criterion hospitalization) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was hospitalized from (B)(6) 2008 to (B)(6) 2008. The patient was treated with surgery (underwent a total hysterectomy with device removal due to complications from the essure,oophorectomy). Essure (ess205) was removed. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, anxiety and depression had not resolved and the menstrual disorder outcome was unknown. The reporter considered anxiety, depression, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: have you had your essure, or any part of the device, removed? No (as written) if you have not had essure removed, are you currently planning for removal? Yes. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, menorrhagia". Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical record was received events added from pfs- abnormal bleeding (menorrhagia), abnormal bleeding (vaginal), depression, mental anguish and pain clubbed to previous events. Reporter information was added. Hospitalisation was added for events. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (underwent a total hysterectomy with device removal due to complications from the essure). Essure (ess205) was removed. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 34-year-old female patient who had essure (ess205) (batch no. 508294) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included diabetes, crohn's disease, endometrial polyp, endometriosis and obesity. Concomitant products included paracetamol (acetaminophen) since 2006 and steroid antibacterials. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), 11 months 7 days after insertion of essure (ess205). In (B)(6) 2007, the patient experienced anxiety ("psychological or psychiatric problems: mental anguish") and depression ("psychological or psychiatric problems: depression"). On (B)(6) 2008, the patient experienced menorrhagia (seriousness criterion hospitalization) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was hospitalized from (B)(6) 2008. The patient was treated with surgery (underwent a hysterectomy with bilateral salpingo-oophorectomy on (B)(6) 2007). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved, the menstrual disorder outcome was unknown and the anxiety and depression had not resolved. The reporter considered anxiety, depression, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: have you had your essure, or any part of the device, removed? No (as written) if you have not had essure removed, are you currently planning for removal? Yes 3 coils on both side quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 12-apr-2021: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 34-year-old female patient who had essure (ess205) (batch no. 508294) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included diabetes, crohn's disease, endometrial polyp, endometriosis and obesity. Concomitant products included paracetamol (acetaminophen) since 2006 and steroid antibacterials. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), 11 months 7 days after insertion of essure (ess205). In (B)(6) 2007, the patient experienced anxiety ("psychological or psychiatric problems: mental anguish") and depression ("psychological or psychiatric problems: depression"). On (B)(6) 2008, the patient experienced menorrhagia (seriousness criterion hospitalization) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was hospitalized from (B)(6) 2008. The patient was treated with surgery (underwent a ysterectomy with bilateral salpingo-oopherectomy on (B)(6) 2007). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved, the menstrual disorder outcome was unknown and the anxiety and depression had not resolved. The reporter considered anxiety, depression, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: have you had your essure, or any part of the device, removed? No (as written) if you have not had essure removed, are you currently planning for removal? Yes 3 coils on both side. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-apr-2021: mr received. Reporters information were added. Lot no. Were added.medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 34-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included diabetes and crohn's disease. Concomitant products included paracetamol (acetaminophen) since 2006 and steroid antibacterials. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), 11 months 7 days after insertion of essure (ess205). In (B)(6) 2007, the patient experienced anxiety ("psychological or psychiatric problems: mental anguish") and depression ("psychological or psychiatric problems: depression"). On (B)(6) 2008, the patient experienced menorrhagia (seriousness criterion hospitalization) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was hospitalized from (B)(6) 2008 to (B)(6) 2008. The patient was treated with surgery (underwent a ysterectomy with bilateral salpingo-oopherectomy on (B)(6) 2007). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved, the menstrual disorder outcome was unknown and the anxiety and depression had not resolved. The reporter considered anxiety, depression, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: have you had your essure, or any part of the device, removed? No (as written) if you have not had essure removed, are you currently planning for removal? Yes. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: outcome of the previously reported event- pelvic pain female, menorrhagia, vaginal bleeding were updated, reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.